Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03565, and 3005099803-2009-03566 for the other associated device info. It was reported to boston scientific corp that three stonetome stone removal devices were used during a endoscopic sphincterotomy procedure performed on (B) (6)2009. According to the complainant, the catheter tip of the first device was unable to bow when the handle was activated. It was removed from the endoscope and two additional stonetome stone removal devices were used consecutively with similar results. The procedure was completed with the first device despite the inability to bow. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4) - other (will not bow). Although the device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).